Event description:
The user facility reported that during a therapeutic esophagogastroduodenoscopy of a patient with a ruptured esophagus, there was a complete loss of image experienced and the system displayed a "no signal" message. The patient was transferred to another room, and the procedure was completed with a different, but similar endoscope, video processor, and light source. However, the users reported that the patient "almost died" during the period of time the image was not available. The user facility's biomedical department inspected the equipment following the procedure and was unable to duplicate the user's report of a complete loss of image or "no signal" message. The patient is now reportedly "doing fine."

Manufacturer narrative:
The video processor and light source used in the procedure were returned to olympus for investigation. Refer to manufacturer report number 8010047-2008-00031 for the concomitant device. The video processor and light source were tested together for an extended period and the user's report of a complete loss of image or the "no signal" error message was not duplicated. The video inputs, printer, remote ports, and power cord were inspected and found to be functioning appropriately. Both devices were tested with different endoscopes, including the same model of endoscope the user facility utilized in the procedure, and no problems were found. An olympus sales representative has also visited the user facility the following day of the reported event to further investigate the user's experience, but was unable to duplicate the user's report of an image difficulty. The cause of the user's experience cannot be conclusively determined. This report is being filed as an MDR in an abundance of caution.